Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 2334 ohms on right atrial (ra) channel. Upon review, there were stored atrial tachy response (atr) episodes with noise. The right ventricular auto threshold (rvat) testing was successfully performed, and rv lead measurements were stable. Technical services (ts) recommended to perform further lead evaluation. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) device exhibited high out of range pacing impedance measurements, measuring greater than 2334 ohms on right atrial (ra) channel. Upon review, there were stored atrial tachy response (atr) episodes with noise. The right ventricular auto threshold (rvat) testing was successfully performed, and rv lead measurements were stable. Technical services (ts) recommended to perform further lead evaluation. This device remains in service. No adverse patient effects were reported.